Manufacturer narrative:
The sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed 2 additional reocclusion complaints were associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the left popliteal artery. Approximately 24 months after the index procedure, the patient¿s left popliteal vasculature was reportedly reoccluded. A revascularization was performed and the health care professional (hcp) deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.